Event description:
It was reported that the fiber cap detached and the cap was retrieved at 35,904 joules into a prostate procedure. It was reported that at the time the event occurred, the aim beam was observed. The cap was retrieved. The procedure was completed with a second fiber. The pt outcome was reported as "fine".

Manufacturer narrative:
(B)(4).